Manufacturer narrative:
Analysis of the tined lead found there was inadequate adhesive in slots of electrodes #0 and #1. Due to this, suspected body fluids entered into the lead. The lead was electrically ok.

Event description:
It was reported that when implanting the lead, the doctor pulled the lead out to change its position and could see blood from the patient on the lead. The nurse tried to clean it, but could not remove the blood from the lead as it was inside the lead. It was decided that the lead would not be implanted. A new lead was used and ¿that one was good.¿ no symptoms or complications were reported and the patient did not notice the change of the lead because of the light sedation. The patient was fine after the operation.

Manufacturer narrative:
(B)(4).